Manufacturer narrative:
According to the facility, a patient requested a heat pack. While attempting to activate, one package ruptured, spilling powder on the patient. The patient had irritation to the chest, abdomen, and hand. The loose powder was wiped off with a dry paper towel and then the patient was irrigated (showered) for 30 minutes afterwards. Shortly after, the patient reported itching to skin. The md was notified. The symptoms improved afterwards but the patient still complained of some itching and was given IV benadryl. There were no further skin issues or concerns. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, a patient requested a heat pack. While attempting to activate, one package ruptured, spilling powder on the patient. The patient had irritation to the chest, abdomen, and hand.